Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a no delivery alarm and a motor error alarm and a no delivery alarm. Customer stated that the motor error alarm occurred during bolus and there were no significant events that led up to the alarm. Blood glucose level was 134 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor passed the motor test with no alarm. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.